Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens unit was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens. In addition, we confirmed that the lg cable connector corroded, the light guide cable leakage, the lg root brace rubber cut, the air/water nozzle loosened, the light guide fiber bundle (lcb) loosened, the segment worn out, and the u/d and the r/l pulley wires rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken)